Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for post-laminectomy pain and spinal pain reported via the manufacturer¿s representative (rep) they had difficulty charging the implantable neurostimulator (ins) and weren't getting any coupling. The rep. Looked at the consumer¿s recharge information which indicated the consumer first tried to recharge on (B)(6), but these sessions didn't last very long and the charge didn't advance. The rep. Wasn't sure if the consumer knew how to recharge at that time because they had been recently implanted and hadn't had training yet. The rep. Met with the consumer for their two week post-operative appointment on (B)(6), and was able to get six coupling bars briefly, but then the coupling bars would be lost and the recharger would show the reposition message. The antenna was repositioned and the antenna locate feature was used with a result of 114-118 but it didn't resolve the issue. It was noted at this time the ins was getting low, less than 25%, but the consumer was still getting stimulation. The ins pocket was assessed, and according to the rep. The ins could be easily felt, was flush with the skin, and the physician thought the consumer¿s wound looked good. Further troubleshooting was performed and a short physician mode recharge (pmr) was performed to reset the ins. Following this eight coupling bars were achieved with multiple rechargers, no power on reset (por) was displayed, and the issue was resolved. Additional information was received from the patient. It was reported that patient knew something was wrong with the battery right off the get go and right when it was put in. It malfunctioned and it started shocking the patient. It happened twice and the patient could not get it to turn off so they had to let it drain and then for their two week post implant checkup, they had to reprogram it ((B)(6) 2016). It was stated that ever since that occurrence, patient's battery had not been able to hold a charge for more than 2 or 2 and a half days. Patient stated that their device was depleted, and they had difficulty charging it in (B)(6) of 2016 and have had trouble the whole time charging it. Patient last felt stim in (B)(6) of 2016. Patient stated that they were planning on meeting with the rep soon to jumpstart the device. If that did not work, then they will put a new one in.

Manufacturer narrative:
Corrected information sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that it had not been working right from the start and malfunctioned right off the bat. The patient stated it shocked them and it wouldn¿t turn off until the batteries went dead. The patient noted she had problems ever since the first malfunction and needed them fixed. The patient mentioned it was making her hip very sore and it had never worked properly.